Event description:
It was reported that during a lap gastric bypass procedure that the doctor said the first 5 firings with the device went normally. He created his jejunojejunostomy without event. He then went to create the pouch, and on the 6th total firing- which was a vertical firing towards the ge junction- there was an event with the blue reload. The doctor says that only 2 lines of staples deployed: the line on either side of the cut line. He said that the pouch held up, but the remnant stomach just filleted open. The doctor says the remnant stomach was the worst as it was wide open. He had to oversew all staple lines not once but twice. He also had to perform a partial gastrectomy on the remnant stomach. The doctor continued to use device after the event, and the endocutter worked fine on subsequent firings, as did the subsequent blue reloads.